Manufacturer narrative:
Device passed all functional tests including displacement, and self tests; however, software error detected is found in the device history file due to a software error, and hardware low level failures is confirmed in the formatted history file (variableinfo = 3) due to a loose connection or a cold solder joint at keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump errors. The customer's blood glucose level was unknown. The customer reported that the insulin pump had a software error detected alarm and had hardware low level failure alarm 20 days ago. The customer reported that they ran the self test and there was another hardware low level failure alarm. The insulin pump will be returned for analysis.